Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole and a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative c-arm scan before finalizing the surgery, and the placement was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to the surgery/anesthesia prolong of ca. 30min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of one spine screw placed with the aid of navigation, in left l5, initially deviating by ca. 6 mm from its planned and intended location, is: temporary movements of the navigation reference array during the procedure in relation to the patient anatomy, due to an insufficient rigid fixation by the user. The navigation reference array was neither rigidly affixed appropriately to the single spinous process, nor was the array unit sufficiently rigid assembled, as brainlab instructions require, causing the array being prone to inadvertent movements due to any forces applied to the patient during instrumentation, also e.g. By even slight surrounding skin push/pull from forces applied to the spine area operated on. Image data provided for this surgery show the navigation reference array was fixated in between and on both ends of the s1 and l5 spinous processes, not ensuring a rigid fixation to the patient anatomy. Furthermore, it was observed during this surgery, that the array was not securely attached to its clamp, easily allowing rotational movements. This was observed after the initial spine placements, including the affected deviating placement already occurred before the correction of the array unit assembly by the user after detection of this looseness. As per the log files provided of this surgery, the navigation software displayed navigation reference array movement warnings to the user during the surgery, at the time of instrumenting left l5, indicating the occurrence of array movement. The navigation accuracy was correspondingly checked by the user after the warnings, as anatomy point acquisitions in the log files show, and apparently the accuracy was still deemed acceptable by the user to proceed. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, for the other placements not deviating, the resting position the loose array would fall back to after such its movements, did correspond sufficiently to its resting position during the patient scan. Apparently, the resulting deviation between the location of the registered pre-placement patient image scan in the navigation display and the actual patient anatomy during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery, before and during the invasive spine instrumentations at left l5, and upon the array movement warnings by the navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine for a fusion of vertebrae l4 and l5, due to spondylolisthesis, with intended placement of 4 vertebra screws bilateral, was performed with the aid of the display by the brainlab spine&trauma navigation 2.0. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l5. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration, detected that the accuracy of the navigated pointer deviated several mm, still decided to accept the accuracy and proceed with the aid of navigation. Attached an instrument reference array to a non-brainlab spine probe and calibrated it to the navigation for instrument position display on the patient scan. Calibrated also a non-brainlab screwdriver, after attaching an instrument reference array to it, to the navigation. Starting with left l4, used the navigated pointer to additionally review the entry point, and used a not navigated non-brainlab drill to open the cortical bone of the vertebra. Used the navigated non-brainlab probe to create the pilot hole as path for the spine screw, and saved the trajectory of the created pilot hole in the navigation as the intended/planned trajectory, for the spine screw to follow. Placed the spine screw with the navigated non-brainlab screwdriver following the pilot hole. After placing all 4 spine screws with this navigated method, performed an intra-op verification scan with the c-arm, and determined that the left l5 screw deviated several mm from its intended position. When verifying the navigation registration accuracy of this 2nd scan performed also with automatic image registration, detected that the navigation reference array was loose. Re-fixated the navigation reference array, performed another intra-op c-arm scan of the patient with automatic image registration to navigation, and verified and accepted the registration accuracy. After removal of the deviating left l5 screw, created a new corrected pilot hole for this screw placement with the same navigated method as before. Detected during this corrected pilot hole creation, that the navigated pointer and the non-brainlab probe calibrated to navigation displayed different positions on the patient anatomy when compared in navigation. Determined that the tip of the navigated pointer is bent, and used another navigated pointer available from a different tray. Additionally, re-calibrated the non-brainlab instruments to the navigation. Re-placed the left l5 spine screw to its correct position following the new pilot hole, completed the surgery successfully as intended, and closed the patient. According to the surgeon (treating clinician): the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative c-arm scan before finalizing the surgery, and the placement was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to the surgery/anesthesia prolong of ca. 30min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.